Manufacturer narrative:
The reported event of longevity anomalies and premature discharge of battery was not confirmed. The device was received with normal output and telemetry communication. Analysis of the device image indicated the device was operating at above elective-replacement level. Electrical and mechanical tests performed including output verification did not identify any functional issues. Device was implanted beyond its projected longevity and is considered normal battery depletion.

Event description:
During an in clinic follow-up, the device longevity decreased more that expected from the previous follow-up. Premature depletion of the battery was suspected. The device was explanted and replaced to resolve the event. The patient was stable.